Event description:
The customer observed false positive results for a patient¿s aliquot sample when using the alinity I hbsag qualitative ii for testing. The following data was provided (reference range: < 1.00 s/co is nonreactive, > or = 1.00 s/co is reactive): (B)(6) (original tube): hbsag: negative (0.38, 0.40 s/co). Tested on siemens atellica instrument: negative. (B)(6) (aliquot tube): hbsag: positive (initial: 2.15 s/co, repeat result: 2.42, 2.36 s/co) / confirmation test undiluted: c2: 1.82 s/co, c1: 0.16 s/co, %neutral: 105% (confirmed positive). The customer believes the negative results since it was also negative on the siemens platform. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). (Not enough spaces for the entire sample ID) all available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket and trending review, labeling review, device history review, and inhouse testing of a retained reagent lot 37383fn00. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false reactive results. The ticket and trending review for the complaint list number did not identify any trends. Device history review in did not identify any nonconformances or deviations associated with the complaint lot and the customer¿s issue. Performance testing was performed using an in-house retained kit of the complaint lot. Acceptance criteria was met indicating the lot is performing as expected. A review of the labeling adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii reagent, lot 37383fn00, was identified. Additional information in section d10-concomitant product.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is completed. On 20may2022, alnty I hbs ag qual con, 08p11-22, 35333fn00 was added as likely cause. Updated section d10 concomitant product to include this assay. See MFR# 3008344661-2022-00056-00 for initial submission on alnty I hbs ag qual con, 08p11-22, 35333fn00.

Event description:
The customer observed false positive results for a patient¿s aliquot sample when using the alinity I hbsag qualitative ii for testing. The following data was provided (reference range: < 1.00 s/co is nonreactive, > or = 1.00 s/co is reactive): sid (B)(6)(original tube): hbsag: negative (0.38, 0.40 s/co) tested on siemens atellica instrument: negative sid (B)(6).(aliquot tube): hbsag: positive (initial: 2.15 s/co, repeat result: 2.42, 2.36 s/co) / confirmation test undiluted: c2: 1.82 s/co, c1: 0.16 s/co, %neutral: 105% (confirmed positive) the customer believes the negative results since it was also negative on the siemens platform. There was no impact to patient management reported.